Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed. The asymptomatic patient presented remotely via merlin.net. Review of the remote transmission confirmed the presence of a premature eri. The device was explanted and replaced. The patient tolerated the procedure well and is doing well.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. A longevity estimation was performed and the device longevity was found to be normal based on device usage. The reported event of an eri timestamp anomaly was confirmed. A review of the merlin.net transmissions was performed and the eri timestamp was observed to change several times. Battery voltage was stable and gradually declining during this period. The ICD low battery timestamp in the device memory was found to be accurate and did not change during this same period. The root cause of the changing eri timestamp displayed by the merlin programmer could not be determined.